Event description:
It was reported that the patient experienced a surgical procedure to remove his inflatable penile prosthesis (ipp) device due to an infection, a hematoma and swelling around the pump. The physician reports that the hematoma was a result of an injury from the surgery to implant the device.